Event description:
It was reported the pt's charging system is unable to communicate with her scs ipg. A sjm rep was unable to resolve the issue with replacement charging systems. It was also reported the pt has not been able to charge her scs system for approximately a yr and a half. Additionally, it was reported a sjm rep was unable to establish communication between the pt's programmer and scs ipg as the programmer would display a communication ipg error message. F/u identified the pt is consulting with the physician regarding an scs ipg replacement.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.